Event description:
Material no: 303010 batch no: 9121702. It was reported that before use of the bd precisionglide¿ needle the needle was sticking through the shield. The following information was provided by the initial reporter: the customer reported the needle portion was sticking through item 500596 ndl, 25g x 5/8" reg bev blu hb.

Manufacturer narrative:
H.6. Investigation: one photo was provided. It shows a needle assembly with the plastic shield. The top part of the needle went through the plastic shield. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it after that a plastic hub is assembled. In this case the needle either was bent or not properly placed inducing that the needle went through the plastic shield and not detected in the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 303010 batch no: 9121702. It was reported that before use of the bd precisionglide¿ needle the needle was sticking through the shield. The following information was provided by the initial reporter: the customer reported the needle portion was sticking through item 500596 ndl, 25g x 5/8" reg bev blu hb.